Event description:
A malfunction alarm identified as "malf 1" was reported for a pump that was within warranty. There was no reported adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump while a replacement pump was arranged. The customer received instructions on how to put the faulty pump into storage mode and was advised to return it using a pre-paid label, which was understood and acknowledged.